Manufacturer narrative:
One 4.75 mm rg sa healicoil anchor was returned for evaluation. Visual assessment of the anchor confirmed its breakage. The distal threads of the anchor have broken off and were not returned for examination. The inserter tines that interface with the anchor are bent. Due to the anchors condition dimensional assessment is prohibitive. As reported the surgeon used an awl to prep the insertions site. Per the device IFU under warnings ¿breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Use the appropriate smith & nephew reusable or disposable threaded dilator or drill to prepare the insertion site¿. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. As a customer, courtesy credit has been issued. Device returned for evaluation on 12 january, 2016. (B)(4).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an unknown procedure that during the insertion the anchor got broken. The broken tip of the anchor remained inside the body. The site was prepped with a 3.8 mm tapered awl. The operation was completed with a backup device. No patient injury was reported.